Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a fall, patient's left octrode lead was not working. Diagnostics indicated that there were high impedances on all the contacts of the left lead. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025, wherein the fractured lead was explanted and replaced to address the issue. The patient also had difficulty connecting their ipg to the programmer. Therefore, the ipg was also explanted and replaced on (B)(6) 2025.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.